Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2010 patient presented with following pre operative diagnosis: l4-s1 degenerative disk disease with herniated nucleus pulposus and resultant stenosis. Procedures performed: 1. L4-s1 anterior lumbar discectomy and anterior interbody arthrodesis. 2. Insertion of interbody cage l4-5, l5-s1. 3. L4-5, l5-s1 anterior lumbar plating (2 separate plates). 4. Use of allograft bone. 5. Use of intraoperative fluoroscopy. Indications of procedure: significant back and leg pain. Rhbmp-2 was used in the procedure. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.